Event description:
The patient experienced stimulation sensation in her stomach. The implantable neurostimulator was reprogrammed, and the lead was repositioned. The pt's condition was improved afterward. The patient had increased leg pain. Stimulation parameters were increased. With increased stimulation, the abdominal stimulation returned. Please see MFR. Report # 3004209178200808423. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.